Event description:
During patient use, the customer noticed that the patient temperature displayed on the monitor of the thermogard xp ivtm system (sn (B)(4) was inaccurate. The customer used another thermogard console to continue and complete the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was evaluated by zoll service personnel at the customer site. The customer's complaint that "the patient temperature displayed on the monitor of the thermogard console was inaccurate" was confirmed during functional testing. The root cause of the reported issue was the malfunctioning t1/t2 connector block due to failed component(s). During visual inspection, no physical damage was observed on the thermogard console. The event log review showed no significant discrepancies. During functional testing, the thermogard system displayed a 0.1 °c discrepancy between the patient temperature set on the calibrated tp400 temperature simulator and the patient temperature shown on the console's display screen. The malfunctioned t1/t2 connector block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).